Event description:
Seen for routine follow-up. On interrogration, implantable cardioverter defibrillator (ICD) was found to be in safety mode. This is a known anomaly with this device. Co rep unable to correct with software. Underwent replacement of ICD.